Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed a leak from around the skirt of the closure device. The leak was not measured. The closure device was noted to have shifted from the original implant location. No patient complications. No interventions were performed or are planned. The patient will be re-imaged in 60 days.